Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the insulin pump had air bubbles in the reservoir. Blood glucose reading was 112 mg/dl. Air bubbles were pushed out manually using the reservoir plunger. High pressure test was performed and passed. Insulin pump alarmed for no delivery. Advised to change the set and that the reservoir will be replaced.